Event description:
The patient reported having problems because they saw an elective replacement indicator (eri) message with more frequency on their programmer. It was noted that they started seeing the message last year, 2015. It was reviewed that it was normal to see eri message based on expected battery longevity. There were no symptoms reported. The patient did not have an health care professional (hcp) at the time of the report. Other relevant medical history includes post-laminectomy pain.

Event description:
Additional information was received from the patient indication that they had seen a neurosurgeon this past month. The battery had gone to the low side. It was clarified and stated that they saw an elective replacement indicator (eri) message on the programmer. The patient wanted to know time limit on the eri. The eri was first seen on (B)(6) 2015. They did not think that this was important until they spoke with someone in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.